Event description:
It was reported that the bronchovideoscope displayed a b30 scope communication error during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the current and previous investigations conducted through the product technical investigation, potential causes such as part damage or deterioration, environmental factors (e.g., dust, dirt, humidity), optical issues, overheating, and electrical problems (e.g., signal loss or open circuits) were considered. However, the most probable cause of this complaint appears to be an expected or random component failure, with no indication of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.